Manufacturer narrative:
Batch review performed on 10 july 2017. Lot 1651163: (B)(4) items manufactured and released on 19 august 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot.

Event description:
The dm impaction plate broke while the surgeon was removing it from the inserted cup. The surgeon removed the fragments from the patient. There was no delay in surgery. The surgery was completed successfully. Instrumentation is available.

Manufacturer narrative:
On 27 july 2017 the r&d project manager analyzed the retrieved instrument: the impaction plate was analyzed and it was noticed the plastic bottom slightly separated from the plate due to the removal of the locking disc. It is not possible to determine if the root cause is due to an high force of torque during the unscrewing, but this type of discrepancy is continuously monitored and a more robust locking part is under development.